Event description:
Patient reported that he experienced "symptoms of withdrawal, and a dry and bad taste in his mouth when a refill was missed." Patient's symptoms resolved 22 hours after the refill, but then returned. Additional information from the hcp indicated that the volume in the pump was below the recommended volume to maintain adequate infusion, but they were able to extract drug (morphine-18.8mg/ml and ropivicaine-2.5mg/ml) from the pump. Other symptoms were fever, headache, nausea, and vomiting. The patient recovered without sequelae.

Manufacturer narrative:
(B) (4).